Event description:
A other health care professional reported that, during an intraocular lens (iol) implant procedure, the surgeon stated that, the rear haptic of iol was stuck in delivery system was broke off. The lens had to come out again and the incision was enlarged and suture was placed to complete the procedure. The procedure was completed with another lens during initial procedure.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).